Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali femoral system products that are cleared in the us. The pro code and 510k number for the denali femoral system product is identified. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral denali filter kit was returned for evaluation. Storage tube was returned attached to the sheath along with the filter present inside of storage tube. Skiving to the storage tube due to deployment of the filter, no bowing noticed. Dilator tip was noted to be damaged. The pusher wire was noted to be detached from the pusher catheter. Filter was removed from the storage tube by using a mandrel, some resistance was noted during the removal. All limbs are present and uncrossed. Based on the findings, the investigation is confirmed for the reported failure to advance and identified deformation due to compressive stress and detachment issues as resistance was noted during the removal of filter from storage tube, dilator tip was noted to be damaged and the pusher wire was noted to be detached from the pusher catheter. A definitive root cause for the reported failure to advance and identified deformation due to compressive stress and detachment issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 10/2022).

Event description:
It was reported that prior to a vena cava placement, the device allegedly failed to advance even after multiple attempts. The procedure was completed using another device. There was no patient contact.